Event description:
The user facility reported that the distraction screws broke off a the tip in the patient while it was being retracted. The removal required drilling out the tips remaining in the cervical bone. The supplier has been contacted for additional information.